Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was provided. It was also reported that the cause was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the high impedances were still present, but the patient was getting effective therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient¿s left ins had reached end of service (eos) and high impedances were measured on the day of the scheduled replacement. It was reported that electrode c-1 was at 2,201 ohms and c-0 at 7,154 ohms and 8,835 ohms. It was noted that many of the bipoles were over 4,000 ohms. The patient was reportedly getting good therapy prior to reaching eos. The patient was reportedly programmed on c+,2- with a therapy impedance of 1,298 ohms at 2.589 milliamperes, 60 microsecond pulsewidth, 135 hz and 3.5 v. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.